Manufacturer narrative:
As returned the inner tyvek lid was noted to be partially sealed into the outer cavity tyvek seal. This device is used for treatment. A complaint history search identified no other complaint received for the part/lot combination of the component. The failure reported in the complaint is a known potential issue inherent to the packaging configuration design, and the packaging procedure incorporates step-by-step instructions for the operators to assemble and inspect the cavities, in order to mitigate this issue. The investigation performed by the packaging department concluded that the inner tyvek lid was fully sealed as received and the sterility for the product was not compromised.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the sterile inner seal was stuck to the outer seal.